Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains fromt he reported lot number were tested and passed per specification. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): "continual air alarms occurred with blood transfusion, requiring nurses to attend the pump multiple times beyond what should have been necessary to set the pump for infusion. This occurred so many times that the blood was pulled from the pump and infused by gravity. This is both against protocol and an incredibly unsafe way to transfuse a patient. Patient appointment delayed due to time spent troubleshooting." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Retained units were evaluated and passed the internal testing. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.